Event description:
Caller reported a cgm error 42 indicating a malfunction with their continuous glucose monitor. No adverse impact to the customer¿s blood glucose level was noted. Cts assisted the caller by providing guidance on performing a pump reset, ensuring the pump was correctly reset without further errors.